Event description:
In early 2009, the patient reported she changed the insulin cartridge of her infusion device two days prior, and there have been air bubbles in the cartridge since. She said she used room temperature insulin to fill the cartridge. She stated she has had elevated blood glucose readings in the 200's mg/dl yesterday and 417 mg/dl this morning. Her target range is 120 mg/dl. She has no symptoms and treated her readings yesterday by bolusing insulin via injection and by bolusing through her infusion device this morning. She stated there is a "big bubble" in the top of the cartridge currently. The patient was assisted in priming out all air bubbles. The patient stated she has not been lining up the plunger with the piston rod when changing the cartridge. She was advised to do so. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.